Manufacturer narrative:
(B)(4). DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Root cause unknown as sample was not received for investigation. No corrective action taken in manufacturing. Visual, dimensional and functional inspection could not be performed as the complaint instrument was not returned by the customer. Root cause unknown as sample was not received for investigation. No corrective action taken in manufacturing.

Event description:
Alleged event: during a laparoscopic left colectomy, 2 clips were placed on the proximal side with no problem however when the surgeon was about to put the third clip on the amputated side, the applier broke and metal fragments ended up in the patient's belly and some bits of broken metal scattered. The surgeon found a circular part that seems to block the applier. An x-ray was performed to look for other metal fragments, but nothing was found. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a laparoscopic left colectomy, 2 clips were placed on the proximal side with no problem however when the surgeon was about to put the third clip on the amputated side, the applier broke and metal fragments ended up in the patient's belly and some bits of broken metal scattered. The surgeon found a circular part that seems to block the applier. An x-ray was performed to look for other metal fragments, but nothing was found. The patient's condition was reported as unknown.